Event description:
It was reported that there was a malfunction with a foresight sensor, medium size. The lot number is unknown as the device was discarded at the facility and not available for return and product evaluation. There were inaccurate readings reported with a pediatric patient, during use. The cardiac anesthesiologist believes the sto2 readings were too high due to extracranial noise contamination. The foresight sensors were placed on the left and right side of the patient's forehead. The initial sto2 values were on the left side at 85, right side at 91. The attending physician stated the readings dropped to what were the expected values after initiation of cardiopulmonary bypass, left side at 63, right side at 67. There was no inappropriate patient treatment administered. There was no patient harm or injury.

Manufacturer narrative:
The foresight sensor was discarded at the facility and not available for return. The lot number is unknown, the device history record review could not be completed without the lot number. This submission represents one sensor used in this event. There were two placed on the patient. The other sensor will be reported in a different MDR submission. H3 other text : discarded